Event description:
On 16/aug/2023 it was reported that this male peritoneal dialysis (pd) patient has been in the hospital for a week due to not draining properly. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: an exterior visual inspection of the returned cycler showed no sign of physical damage. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies encountered during the internal inspection. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient has been in the hospital for a week due to not draining properly. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there are several reasons a patient can have outflow failure during pd treatment. Those reasons include blockage from fibrin or clots, omental wrapping of the pd catheter, migration of the pd catheter tip, and constipation. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event.

Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient has been in the hospital for a week due to not draining properly. Attempts to obtain additional information were unsuccessful.